Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). Three photographs of the incident were provided for evaluation. All photographs were evaluated, and the photographs do not offer the necessary details to confirm the reported defect. Without a physical sample, it is difficult to determine if any defect could cause the leakage. Based on the evaluation results, the reported defect was not confirmed. No sample was provided for evaluation. Based on the data from the investigation we are unable to determine the root cause of the reported incident. The actual defective device is a valuable tool in investigating the cause of this incident. Retained units were evaluated and passed the internal testing. Review of the discrepancy management system (dsms) database was performed for the reported lot number and no abnormalities or non-conformances were noted during the in process or final product inspection. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: brief inquiry description: chemo spill. Detailed inquiry description: rn think it was leaking from the green connection but could have been from the connection above it (further from the patient). Rn checked all connections before infusion, but it still leaked. No injury reported.